Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. The field representative involved in this event was unable to obtain the explanted s-ICD as it was kept by the hospital. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported.